Manufacturer narrative:
Remains implanted.

Event description:
It was reported that the patient underwent a revision surgery of his artificial urinary sphincter (aus) device due to recurring incontinence. The aus cuff did not close enough. A second aus cuff was implanted. The original device remains implanted. There were no additional patient complications reported.